Manufacturer narrative:
The console device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that during regular inspection of the automated impella controller, it was confirmed that the optical bench check signal was outside the specifications. There was no patient involvement.

Manufacturer narrative:
After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. The issue will be tracked and trended internally.